Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was screened and passed in secondary and alternate. However, during the case only passed in alternate 2x gain. The system was re-positioned, and they got primary to pass but after the case the patient failed all in upright posture. The patient was experiencing discomfort. The following morning the system was extracted, and the patient received a transvenous device. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was screened and passed in secondary and alternate. However, during the case only passed in alternate 2x gain. The system was re-positioned, and they got primary to pass but after the case the patient failed all in upright posture. The patient was experiencing discomfort. The following morning the system was extracted, and the patient received a transvenous device. No additional adverse patient effects were reported.